Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney has not provided medical records or product identifiers. At this time it cannot be confirmed if the device that was implanted was subject to the recall. We have contacted the initial reporter to request add'l info and, if available, to request return of the device for eval. The attorney's report alleges that the pt developed and was treated for infection, no medical documentation has been provided to support this, however, infection is listed as a known possible adverse event in the products IFU. Additionally, no sample has been returned for eval. This MDR includes all pt, event, and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: it is alleged on an unspecified date the pt underwent surgery for repair of a hernia defect. A xenmatrix surgical graft was chosen to repair her hernia. The attorney alleges that the device implanted had been recalled by davol. The attorney alleges that the pt had post operative complications of infection and sepsis that were life threatening.